Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2005. The patient experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision of sling on (B)(6) 2013 due to dyspareunia and vaginal pain.